Event description:
Caller states the active meter produced a result of 632mg/dl or 653mg/dl. No action taken on device result. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10mg/dl to 600mg/dl with results greater than 600 mg/dl to be displayed as "hi".